Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula or overheating pod. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to upper 200¿s mg/dl while wearing the pod a little longer than 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. The patient removed the pod because of this and set it on their end table. The patient¿s child noticed a weird smell coming from the pod on the table and when they looked at it, they noticed that the pod appeared melted and discolored. The outside hard shell of the pod was dented, warped, and black; the inside appeared brown and burnt; and the adhesive had melted off. The pod itself was warm to touch and the cannula had melted.